Event description:
A malfunction alarm labeled as "malf 0" was reported by the customer. There was no adverse impact to the customer's blood glucose level. The technical support team provided the customer with instructions on how to reset the pump, which they assisted in doing, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which the customer understood and acknowledged.